Event description:
It was reported that the patient presented for in clinic follow-up with the pulse generator in backup operation due to battery exhaustion. Upon further assessment it was noted that high capture threshold was exhibited by the right ventricular lead, which caused the generator to operate at high output. The physician attributed the high capture threshold to patient anatomy. The patient was scheduled for replacement on (B)(6) 2024. The lead was capped, and the generator was explanted. There were no patient consequences.